Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient developed an infection and necrosis at the implant site, and was treated with intravenous antibiotics. However, the issue could not be resolved; the device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.